Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy. No additional patient or event information was provided.